Event description:
The patient received an scs system, including a surgical lead on (B)(6) 2011. It was reported that stimulation could not be increased. It was reported that the patient has three contacts with high impedance, and reprogramming was able to get some coverage, but not in all areas needed. An x-ray was performed. It has been reported the patient's physician will do a lead revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.